Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of audio on the mx40 telemetry device. No adverse event involving patient or user was reported.

Manufacturer narrative:
This is a duplicate of emdr #1218950-09896